Event description:
The customer reported that the x-ray switch on the dog house was stuck, and may have stuck in the on position, although, the customer added they were uncertain about that. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray switch on the doghouse was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.